Event description:
(B)(4).

Manufacturer narrative:
Retained samples of the device neobar (large) (model number n713) (lot number: 23132-w) were examined and the adhesive properties of the tabs were also tested and found to be within specifications. The failure described by the end user can be attributed to the presence of residual materials on the pt skin such as oil or alcohol that can adversely affect the hydrocolloid adhesive tabs. The attempted placement of the first neobar on the skin would remove any residue responsible for the adhesive failure and thus allow the second device to attach properly. We are unable to conclusively determine if there was any residual material on the pt such as an oil or alcohol that would cause adhesive failure since the failed device was not returned for further evaluation. If there were materials present on the pt skin upon application, then this is a case where user error contributed to the failure since product labeling states to ensure that the application site is.